Event description:
It was reported that the foot control device was "broken." It is unknown if the device was used during surgery. The exact date of the event is unknown. The reporter stated there were no injuries or medical interventions reported; no user report was filed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and confirmed the reported condition. The findings revealed that the device had been tampered with. This event was due to user error/misuse/off label use during use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.